Event description:
Event description guidant received information that this transvenous defibrillation lead measured a decrease in r-wave amplitude and an increase in stimulation thresholds since implant. The physician concluded that the lead had dislodged as it was easily extracted from the patient. No adverse patient effects were reported. The lead was explanted, replaced and returned for laboratory evaluation.